Manufacturer narrative:
(B)(4). Results of investigation: service technician performed bench testing on the reported device. All testing was performed by using a good known test patient circuit as well as a good known ac adapter. Ventilator passed a 113 hour extended test using the customer¿s settings. Ventilator also passed ltv final test, which includes many ventilation and alarm functions. Any additional information received from the customer will be included in a follow up report.

Event description:
The customer reported that the patient was expired while on the ventilator, and the ventilator did not alarm but pulse oximeter was alarming when parents came back to the patient's room. Customer also reported that the patient went to bed at 9pm and approximate time of death was at 5am. Parents did not plan to perform an autopsy.